Event description:
The pt received her scs system on (B)(6) 2010. On (B)(6) 2010, it was reported that the pt could not feel stimulation on the back of her right leg. The pt was reprogrammed on (B)(6) 2010. The pt stated that she felt more stimulation in the back of her right leg. The pt has been reprogrammed several times but has not been able to obtain compete pain coverage. The lead was not returned to the manufacturer for evaluation. No further info is available.

Manufacturer narrative:
Ans has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.